Event description:
During a coronary drug eluting stenting treatment procedure, the stent stuck to the balloon and migrated. The lesion being treated was located in the mildly tortuous, calcified, 80% stenosed 1st obtuse marginal (om). The vessel was pre dilated with a maverick 2.50x12 mm balloon. The physician attempted to place a taxus express2 2.75x32 mm drug eluting stent in the 1st om. The physician inflated up to 6 atms to deploy the stent, and fully deflated the balloon. As the delivery balloon was withdrawn from the lesion, the stent was stuck on the om. The physician was able to separate the balloon from the stent and the stent was removed with a snare. There were no complications to the patient. The procedure was completed with a taxus express2 2.5x24 mm and a 2.75x16 mm stent placed in the target lesion. The patient's status is reported as satisfactory/good.